Event description:
Device malfunction: none. Symptoms/ae: left retinal embolus. Time of symptoms/ae: after the procedure. It was reported that one day post an uneventful left internal carotid artery (lica) stenting procedure, the patient experienced left eye partial loss of vision. Reportedly, 2 lesions in the left internal carotid artery were stented using an rx acculink and an xact stent device. A head CT was performed which was negative. A neurologist was consulted and findings were left retinal artery embolus. Nihss by neurologist was 0, cranial nerves ii - xii intact. There was no treatment reported and the patient was discharged to home the same day; the condition is reported as continuing, unchanged. Although requested, there is no additional information available. Choice study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record did not produce any findings relevant to this report. The rx acculink part# 1011337-20, lot# 7020751 is being filed under medwatch report number 3004742046-2008-00087.